Event description:
Boston scientific received information that this device, which had been implanted over six years, was explanted and replaced with another manufactures device. A clinician contacted our company and reported that there were some issues with the device. An attempt to obtain additional information from the clinician was unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.